Manufacturer narrative:
Initial reporter email:: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and 12 retention samples were evaluated by functional leakage testing, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd luer-lok access device, the device experienced blood splatter /leakage or other sample leakage from the device other than from the non-patient end needle/sleeve. The following information was provided by the initial reporter. The customer stated: patient 3 of 3 customer confirmed it was 3 individuals affected. Customer states blood flows from device when attaching the vacutainer.

Manufacturer narrative:
The following field needs to be corrected as we were not made aware of the additional patients until 09-nov-2022: g.4. Date received by manufacturer: 09-nov-2022.

Event description:
It was reported when using the bd luer-lok access device, the device experienced blood splatter /leakage or other sample leakage from the device other than from the non-patient end needle/sleeve. The following information was provided by the initial reporter. The customer stated: patient 3 of 3 customer confirmed it was 3 individuals affected. Customer states blood flows from device when attaching the vacutainer.